Manufacturer narrative:
Additional information: explant date, section e for physician information, g2 for report source, and h1. Correction of h6 codes for product not returned.

Event description:
New information received noted that the device was explanted and replaced. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 2017 august 28.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.